Event description:
Pump was returned for evaluation. Ingress path found to be adhesive spanning from pcb to set ID housing, preventing gasket pad from making full contact with housing, as well as misalignment of the gasket. Interior of the pump found to be heavily contaminated/corroded with residue. Remedial actions were performed under recall #z-1313-2023; the internal CAPA that was opened to investigate the issue monitored incoming complaints for 6 months after all consignees had received units with the necessary repairs. The review of those complaint investigations shows that there is no evidence of fluid ingress due to a failed set ID. The conclusion is that the recall repairs performed to address the set ID sensor technical failures due to fluid ingress were effective.

Event description:
Customer reports the following: "biomed reported pump as included in recall, tubing set not recognized. Cleaned pins and sensors and tried multiple cassettes. No patient harm." Preliminary review indicates that this was a setid sensor failure that stopped an active infusion; fresenius kabi had initiated recall# z-1313-2023 in response to the issue. Reporting due to the referenced technical issue; no adverse effects or serious injuries to the patient were reported. More information is needed to complete the investigation.